Manufacturer narrative:
In addition to the reportable findings provided in b5, the evaluation also found the scope cover was cracked, due to deterioration of the braid on the bending tube; the tightness of the braid had become uneven, the light guide lens had discoloration, the adhesive on the bending section cover had wear, the connecting tube and universal cord were buckling, and the electrical contact of the video connector was shaved. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was foreign material in the air/water tube and air/water cylinder. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.